Event description:
According to the reporter, during gastrointestinal surgery, the thread broke while suturing and closing the soft tissues of the intestine. Another new same type of suture was used to complete the operation. There was no patient injury.